Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received. Event confirmation status: 2 device evaluations are still in progress. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device container or vessel reportedly burst. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 2 previously reported events are included in this follow-up record. Product return status 1 devices were received. 1 device investigation type has not yet been determined. Event confirmation status 1 reported event was confirmed. Evaluation results 1 device was found to be affected by a hole in the hose.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device container or vessel reportedly burst. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 2 previously reported events are included in this follow-up record. Product return status: 2 devices were received. Event confirmation status: 1 reported event was confirmed. 1 reported event was not confirmed. Evaluation results: 1 device was found to be affected by a hole in the hose. 1 device did not have a root cause established.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device container or vessel reportedly burst. 2 events had patient involvement; no patient impact.